Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient underwent hernia repair on (B)(6) 2013. It is reported that the patient experienced mild post-operative pain with a definite relationship to the device and procedure. The incident was not an unanticipated adverse device effect and has since resolved without any intervention required.

Manufacturer narrative:
A review of the device history records has already been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. No sample and no picture were provided for investigation. Without the sample a detailed investigation could not be performed. The reported pain is a known potential complication of this type of surgery; this is a procedural related complication that is not normally attributed to any product/process deficiencies. The product IFU which accompanies each device states that the possible complications associated with the use of the device are those typically associated with surgically implantable materials: seroma, hematoma, mesh migration, recurrence, infection, chronic pain, inflammation, visceral adhesion, allergic reactions to the components of the product, fistula formation. The report has been added to our product complaints database which is monitored for similar occurrences. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. No immediate action required.